Manufacturer narrative:
Analysis of the implantable neurostimulator (serial number (B)(4)) found that it was functionally okay with insignificant an omalies. Analysis found that the implant was programmed on 16 electrodes to a high cycling mode of 0.1s on/0.1s off which has been identified as potentially resulting in a larger current drain compared to continuous mode. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the ins was replaced today due to early battery depletion and they requested return mailer kit be sent so they could send back ins for analysis. The replacement was done on (B)(6) 2017 but the exact event date was unknown. No symptoms were reported and no further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp that patient's weight was unknown.